Event description:
Pt reported alarm on pump of system timeout on curlin pump. Unable to fix. Need reship. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number: (B)(6). Diagnosis for use: nonfamilial hypogammaglobulinemia.